Manufacturer narrative:
The device was received. Investigation is no complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were not reports of any adverse patients events or delays in critical therapies while the pump was in clinical use. Though requested, no additional information was provided.